Event description:
The customer¿s mother reported via phone call that the insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. The insulin pump broke part of the belt clip holder. The insulin pump will need to be replaced. The insulin pump will be returned for analysis.